Event description:
The physician was trying to insert the neuron 070 into a 6f shuttle but it would not fit. He thought the distal tip looked larger than normal. After opening a new neuron 070, they continued with the procedure without any problems.

Manufacturer narrative:
Technical evaluation: the unit was returned without a lot number or a catalog number. Measuring the length showed that the catalog number had to be either pnd6f1058 or pnd6f1058m. The damage to the tip made determining whether it was a shaped tip or not impossible. The tip of the catheter was ovalized for the first 2cm of the distal tip. Assembly drawing show this part should be symmetrically rounded. The incident is confirmed as reported. Given the delicate nature of the tip, this sort of damage can easily be generated by rough handling. What the physician thought was a tip that was larger than normal was actually the result of damage and not a design or manufacturing change.